Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a surgical procedure on (B)(6) 2010 and suture was used. The needle broke at the tip during knotted suturing under the skin. The surgeon cut the sutured area and looked for the fragment, but it was not found. The next day, the pt underwent x-ray, which confirmed no fragment remained in the pt's body.